Manufacturer narrative:
No information about the explanted implants was reported by the complainant or the sales representative. No information about the patient was made available. When more information is reported, a supplement report will be submitted.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) to washout an infected area after surgery was performed to place eleos components. During the surgery, no implants were explanted or implanted. No information was provided about when the implants that were in place during the infection were placed. No other information has been provided by the complainant or the sales representative. A supplement report will be submitted when more information is available.